Event description:
A nurse reported a red stop sign was displayed, without warning, and the system stopped working while the surgeon was performing extrusion during a vitrectomy procedure. Following a 10 min delay, a second system was brought in and the surgery was completed with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the supervisor assembly. The system was then tested and met product specification. The supervisor assembly was returned for in-house evaluation. The root cause has not been determined. (B)(4).